Event description:
The device was used during a pneumonectomy procedure. Reportedly, the staples did not form properly. No pt injury was reported.

Manufacturer narrative:
02/27/1998-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.